Event description:
It was reported that the lead exhibited high threshold. It was found via x-ray, CT scan and echocardiography that the lead had perforated to the myocardium. The physician elected to explant the lead.

Manufacturer narrative:
Na